Manufacturer narrative:
Product event summary: the transseptal needle, ep003994s with lot number 211698420, was returned and analyzed. There were no anomalies found. The reported skiving issue was not confirmed; however, it is plausible that skiving occurred as there is a compatibility issue with the needle and a competitor sheath. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a transseptal puncture the needle scratched the inner lumen of the competitor sheath. No particles were loosened but resistance was noted. No patient complications have been reported as a result of this event.